Event description:
The patient reported that the keypad buttons were not responding. The "up", "down" and "ok" buttons were held down and pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to moisture or cleaning products.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.